Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that failed pm with error code 570.6200 was confirmed due to a failed oridion board, replaced it a new oridion board. Updated a new logic board per c.o.#1116890. Damaged front case and rear case, replaced them with new front and rear cases assembly. The outlet etco2 door stuck, replaced it a new outlet door. Performed leak down test and co2 calibration with passing results. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 19jan2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure q6 200219856 which does not correlate to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the oridion assy board etco2. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the device failed preventive maintenance. Unit would fail calibration during pm. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the device failed preventive maintenance. Unit would fail calibration during pm. There was no patient involvement.